Manufacturer narrative:
The product was not returned for evaluation. A review of the device history record (DHR) was conducted and confirmed the product was released meeting all quality criteria and manufacturing specifications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2018 from a nurse manager regarding pre-mixed dialysate bags which ruptured while activating the solution for patient use. There was no report of an adverse event.